Event description:
It was reported that there was a loss of therapeutic effect and ¿problems¿ with symptoms in (B)(6) 2014 and gradually got worse. However, the patient reported that they became ¿symptomatic¿ on (B)(6) 2015. A battery check was reportedly overdue and the patient was inpatient at a hospital for 7 days. Two weeks later, the patient still had concerns with their device or therapy, but had an appointment scheduled.. Impedance tests showed values within normal range while telemetry issues occurred with the clinician programmers. Follow-up is being conducted to determine diagnostic testing, troubleshooting, potential causes/factors, actions, ad patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.